Event description:
The customer reported that the AED is flashing red and prompting replace battery now. They did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED is flashing red and prompting a error code of "replace battery now" after two (2) years. Analysis of the log files from the AED showed the customer was performing excessive self-testing of the AED which reduced the battery life expectancy.